Event description:
It was reported that the physician implanted a 30 mm gore helex septal occluder to close a multi-fenestrated atrial septal defect. The defect was not balloon sized. The day of the implant, the pt had a coughing episode and the next morning the device was discovered to have embolized to the left pulmonary artery. The following day, the device was explanted using a snare. The defect was then balloon sized to 22 mm and a second occluder was implanted. The pt was doing well following the procedure.

Manufacturer narrative:
A review of the mfg records verified that this lot met all pre-release specifications. From the image review: a fluoroscopic examination was performed the morning after implant. The physician decided to retrieve the gore helex septal occluder with a snare. The left atrial eyelet was snared with the support of a long sheath. During the retrieval of the left disc into the long sheath, the center eyelet got stuck against the side of the sheath. Several attempts were made to pull it in, but the efforts were unsuccessful and further wedged the eyelet into the side of the sheath. Unable to retrieve the rest of the occluder into the sheath, the long sheath and the occluder were withdrawn together. After more manipulations, the device was removed. Afterwards, the defect was measured with a sizing balloon and was estimated to be 18 mm and 19 mm. The defect was later closed with an aga amplatzer device.